Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, blindness, was deemed to meet serious injury criteria. The device history record for radiesse injectable implant could not be reviewed as the lot number was not provided.

Event description:
Reporting for adverse event data initially received on 05 sep 2018 and follow up data received on 11 sep 2018: this spontaneous report was received from a colombian physician and concerns a (B)(6) female patient. She was injected with a total of 1.5 ml of radiesse over the facial pyriform fossa, alar dorsum of the nose, and also in mid face, for rejuvenation surgery, on (B)(6) 2018 at 2:00 p.m. Radiesse was diluted with 0.3 ml of lidocaine. The patient was nervous since the beginning of the surgery. The patient's medical history included anxiety episodes. Past patient's medical history included rhinoplasty (10 years prior to this report) and abdominoplasty (20 days prior to the report). On (B)(6) 2018, once the patient was injected with radiesse into the pyriform fossa, she experienced pain, blurry vision, dizziness, sweating and vomiting. The pain improved after some hours. At 8:00 p.m, it was reported that the patient experienced blurred vision, headache similar to migraine, retroocular pain and temporary hemianopsia in left eye. Reportedly, an artery was involved and the patient was hospitalized presenting unilateral blindness in the 80 percent of visual camps. A "compromise of choroideas" had been confirmed by neuroophthalmology and radiology and a diagnosis of partial involvement of the optic nerves without cerebral involvement was made. The calibre of the retinal vessels contraindicated catheterization. Physicians wanted to know if there was a substance such as hyaluronidase for hyaluronic acid but in terms of calcium hydroxyapatite. Corrective treatment included methylprednisolone (1g daily), and topical corticosteroid therapy. The patient's intraocular pressure decreased due to unspecific eye drops treatment. Further corrective treatment included vitamin c, (1g every 6 hours), antiparasitic, acetylsalicylic acid (asa) 300 mg, venturi oxygen, viagra 50 mg, intravenous hydration (lev) and lyrica. The outcome of the events was reported as resolving. Follow-up information was received on 11 sep 2018: the injecting physician confirmed that the corrective treatment included methylprednisolone (1g daily), topical steroids, eye drops (to keep the intraocular pressure low), vitamin c, aspirin (300 mg), oxygen, lyrica, antiparasitic (reported as antiphrastic) and saline (previously reported as intravenous hydration). The physician commented that the treatment with antiparasitic was given due to immunosuppression caused with high doses of steroids (methylprednisolone). Reportedly, she was very worried about the patient.

Event description:
Follow-up information was received on 28-sep-2018: once the patient was discharged from the hospital in colombia, she returned to the us. In the us, the patient was seen by her ophthalmologist, who informed her that nothing can be done to retrieve her lost field of vision. As reported, the patient did not show any important improvement after the radiesse injection. The injecting physician in colombia was planning to keep her on oral steroids. Due to the provided information, the outcome of the events remained as resolving.

Event description:
Follow-up information was received on 13 november 2018: the patient continued with the follow up plans and ophthalmologic medical controls, however, she was still continuing with the visual loss.